Event description:
It was reported that the atrial lead had a low impedance, non-capture, no sensing, and an apparent fracture on a chest x-ray. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression.